Event description:
It was reported that during a vats wedge resection procedure, the doctor used the first device and on the fourth or fifth firing the doctor was able to close the device with the closing trigger on the lung tissue, but was unable to fire the device. The firing trigger was locked and would not advance. The doctor assumed that the device was defective and opened another device to complete the case. Upon using the second device on the first firing the doctor was able to close the device on the lung tissue. However, was not able to fire the device with the firing trigger. The surgeon attempted to open the device with the release button; however, the device would not open. The surgeon had to forcibly open the device by pulling the closing trigger away from the handle (which no remains locked together with the firing trigger). The surgeon was using a white load on the second device. He noted that he was not firing over any metal objects; just continuing a staple line he had made in the prior firing. The surgeon did not have another device to use so he had to revert to an open thoracotomy to complete the case.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Instrument a: incomplete firing stroke. Instrument b: pinion axle per the sales rep, "standard" thickness lung tissue upper lobe. Surgeon was using both blue and white loads on the lung tissue (interchangeably based on tissue thickness). No buttressing. Never cross a staple line, just continuance of staple line to create a "wedge resection" no extra noises heard. Very hard level of force to close the closing trigger. On one device the surgeon had to forcibly open the device as it would not open with release button alone. Device was placed through a trocar . Patient is doing fine, full recovery ; however, the surgeon did have to revert to an open thoracotomy due to the hospital running out of additional ats45. Surgeon has been using the device for several years (since the device has been launched) " the analysis results found that the ats45 device (a) was received in good visual condition and with a reload in the device. The returned reload was partially fired which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The analysis results found that the ats45 device (b) was received with the firing mechanism damaged and without a reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support was found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue then indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).